Event description:
It was reported, the rhino-laryngo videoscope exhibited part of the housing was ripped off and was obstructing the view. Unsure as to when the unspecified event occurred. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.